Event description:
Follow up information identified the patient underwent surgical intervention to reposition the lead which resolved the issue. The patient is now receiving effective stimulation.

Event description:
It was reported the patient is not receiving stimulation in her low back and legs, however; she is experiencing uncomfortable stimulation in her ribs, abdomen and legs. In addition, she is experiencing muscle spasms in her back with the stimulation turned on. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.